Event description:
It was reported that a patient was hospitalized and magnetic resonance imaging (MRI) revealed hemorrhage around the right lead. Routine follow-up programming was done the week before hospitalization. Diagnostics were normal, no cause was determined and no interventions were made. Surgeon thought the hemorrhage would heal on its own. Patient was doing 'ok'. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v946968, implanted: (B)(6) 2012, product type lead.